Event description:
Following stereotactic breast biopsy, a gelmark ultra was inserted the biopsy needle. Following attempted deployment of the patients. The device was removed from the biopsy probe needle and it was noted at that time that the tip was sheared off. Presumably by the biopsy needle. The tip could not be located and is presumed to be in the patient's breast. The patient was to return for ultrasound and location and will decide if pt wants surgery to remove the tip.